Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle broke before the capsule was fully attached and the capsule to failed to attach on the patient's esophagus. There was no harm to the patient and user. There was no intervention was required, and the procedure was cancelled. A repeat procedure on a different day was not necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.